Manufacturer narrative:
Product analysis: visual inspection confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Material hardness inspection confirmed conformance to print specification. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor the films of applicable imaging were returned to the manufacturer for evaluation. Therefore, we are unable to determine a definitive root cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had underwent lumbar posterior fixation at l4/s due to lumbar spinal canal stenosis. The tip of the reported driver broke off when the screw was almost completely inserted, and remained inside the bone screw. The torx part of tip of the driver broken off. Therefore, the fragment was removed along with the screw using the fix driver, and another screw of the same size was opened and was inserted after tapping was performed there was a delay of more than 60 min in overall procedure time as a result of this event. There was no fragment remained. The product came in contact with the patient. There were no patient complications as the result of this event.